Event description:
It was reported that intraoperatively under microscope, while using the pituitary from the instrument tray, the top portion of the jaw of the pituitary broke off in the patient. Surgeon was able to locate the piece under fluoro guidance and remove it. No patient complications have been associated with the event.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.